Event description:
It was reported that a spectrum pump has an inoperable keypad. More specifically, the #8 key does not function. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. No keypad output response anomalies were apparent during the product evaluation, or obvious in the history log. The pump was within specification in relation to this symptom. The keypad was delaminated and examined under a microscope and carbon buildup was discovered on the #8 key. This could cause a short across the keypad causing an automatic output of the #8 key. The keypad was replaced. Baxter has initiated a CAPA to further investigate this reported issue.